Event description:
It was reported that an ilet bionic pancreas displayed alert 32 following a software update, indicating a delivery motor communication error that prevented clearing notifications, though navigation remained possible; the user attempted a factory reset and a backup ilet was provided. Symptoms included no reported clinical effects. Outcomes included device replacement and return of the original for evaluation. Investigation included internal complaint review and device retrieval for analysis. Investigation of the returned device revealed a suspected malfunction related to motor-processor communication within the delivery motor subsystem consistent with a restart/malfunction alarm. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction with communication failure between the motor and processor. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.